Event description:
It was reported a home patient (hp) received a system error (se) 2240 (air in line) alarm on the homechoice (hc) while connected to with an hc automated pd set with cassette during initial drain. The hp had connected to the hc without priming the line when the alarm occurred. During troubleshooting, the technical service representative (tsr) reviewed proper setup procedures with the hp. The hp completed therapy with new supplies, performing a manual exchange. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. Section 10.8 provides step-by-step instructions for properly priming the disposable set, not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line, instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. If additional relevant information is obtained, then a follow-up MDR will be submitted.